Manufacturer narrative:
The reported event was confirmed in the laboratory. Analysis identified an anomalous component within the hybrid subassembly as the cause for the sensing, pacing, and impedance anomalies observed in the field.

Manufacturer narrative:
No medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
Decreased impedance, oversensing, no capture, and intermit- tent high impedance were reported post implant. The pocket was opened and the leads were disconnected from the ICD. The leads tested normal with an analyzer and fluoroscopy showed the leads looked normal. When reconnected to the ICD, the same symptoms occurred. The ICD was explanted and replaced.